Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: a review of the black box showed multiple call service 160 and 247 suspend alarms. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. The pump was suspended and resumed correctly. The pump performed within specifications and the alleged suspend issue was unable to be duplicated during the investigation.